Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 05) occurred. Reportedly, the customer had followed the prompts when loading the cartridge. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer reloaded the same cartridge to address the issue.